Event description:
It was reported that the pt expired on after an implant duration of 15 days due to unk reason. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.